Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Crusted battery fluid, e.g battery acid, was observed inside the battery compartment. No signs of foreign substance, burning, melting or charring were observed in- side the pump.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report breast pumping about 10 days ago using the purely yours breast pump when she heard a loud popping sound coming from the pump base. She states she was not using batteries at this time nor were batteries installed inside the battery compartment. She stopped pumping and placed her pump base inside a tote bag. The next day, the customer removed the pump from the tote and noted a thin, black, oily fluid leaking from the battery compartment. She did not come in contact with the fluid so no injury or burn occurred. Customer wiped the fluid from the tote bag and continued to use the breast pump until the pump was replaced after reporting this incidence to ameda, inc.